Event description:
Additional information received on 6-oct-15 from the consumer reported the patient changed programs but was still having leakage.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0p3s7, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient reported that they had a sudden loss or change of therapy. In (B)(6) 2015 the patient reported that they had two major accidents. The first accident was in (B)(6) 2015. The patient changed programs on (B)(6) 2015. The patient had four incidents of leaking that happened in the past week. The patient asked if she should change programs and it was recommend that she try increasing stimulation and watching symptoms. The indications-for-use were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.